Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a suitable depth, but moved above the annulus post deployment. Severe paravalvular leak and aortic insufficiency was reported. The valve was snared into the ascending aorta, inferior to the right innominate artery. A second transcatheter bioprosthetic valve was implanted successfully. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)